Event description:
Medtronic legal received information from the attorney of the family on may 17, 2024.the reporter alleges the claimant suffered hypoglycemia and reported blood glucose value of 508 mg/dl. The reporter reported hyperglycemia, diabetic ketoacidosis treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-326a, mmt-723nah, mmt-522nap, mmt-398, mmt-332a. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-326a. No product return is required for mmt-723nah. No product return is required for mmt-522nap. No product return is required for mmt-398. No product return is required for mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: medtronic legal received information from the attorney of the family on may 17, 2024, medtronic received notice of a device/product legal hold notification about individual claimant. The claimant reported blood glucose value of 508 mg/dl. The claimant reported hyperglycemia, diabetic ketoacidosis treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-326a, mmt-723nah, mmt-522nap, mmt-398, mmt-332a. Troubleshooting was not performed. It was unknown whether the pump was used within 48 hours and whether the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-326a. No product return is required for mmt-723nah. No product return is required for mmt-522nap. No product return is required for mmt-398. No product return is required for mmt-332a. Frn-mmt-332a-rsvr, frn-mmt-326a-rsvr, unomed inf set.